Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the resistance and subsequent additional puncture could not be conclusively determined.

Event description:
During a procedure, resistance was noted when inserting the introducer and the dilator assembly into the femoral vein. Upon removal of the device, cracks were noted at the tip of the dilator. It was noted there was a gap between the dilator and the tip of the introducer transition zone, and incompatibility with the guidewire and the dilator. Three additional punctures and three replacement introducers were required to complete the procedure with no adverse consequences to the patient.